Event description:
This ra lead was implanted on (B)(6) 1994 and remains implanted at this time. This lead exhibited noise which is due to old leads that are both unipolar. The physician was unknown at (B)(6), australia. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).